Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of rust on the catheter is inconclusive due to poor sample condition. One 50 cm guidewire was returned within its hoop. An orange-brown discoloration was visible near the distal floppy tip of the guidewire. Additional segments of the proximal end of the guidewire were observed to have additional residue discoloration. Microscopic observation of the residue near the proximal end of the wire revealed the residue to have a dark-red color. The scalpel was used to scrape the wire in order to inspect the adhesion of the residue. The residue was observed to be easily removed and flaked. The residue appeared to be dried blood residue which suggest evidence of use. It is unknown if the dried residue created a rust-looking appearance on the device during use. Since the condition of the device prior to use could not be determined from the sample provided, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported via phone call "the PICC line rn was about to do a procedure, and found out that the catheter was rusted." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reex2098 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via phone call "the PICC line rn was about to do a procedure, and found out that the catheter was rusted." No other information was provided.